Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported device did not detect and upstream occlusion was not reproduced. The device was found to detect an upstream occlusion however, it was found to alarm false upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The false upstream occlusion found during service evaluation was determined to be caused by an out of specification ultrasonic sensor. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect an upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.